Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused throat cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Duringe internal investigation found an unknown dust contaminant on the ui panel, bottom enclosure, blower, and blower seal. A keratin-like substance was observed on the blower box outlet. Observed potential water ingress, there were dried liquid spots on blower and bottom of blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that unable to directly address the symptoms outlined in the complaint. Sections d8, d9, h2, h3, and h6 were updated.